Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced several non-recoverable faults. The system was power cycled and restarted several times but issue persisted. The illuminator was then checked and was found to have blown input fuses. The procedure was converted to open surgery. There was no report of patient harm, adverse outcome or injury. On january 19, 2017, intuitive surgical, inc. (Isi) received the following additional information: the system was inspected prior to use. The issue was identified after the system was docked and surgical ports had been placed. Due to the reported issue, there was a delay of about 30 minutes, thus, the patient was administered additional anesthesia. There were no reported post procedural complications. The surgeon stated that the open procedure may have been necessary regardless due to anatomy. An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed investigation. Failure analysis investigation confirmed the reported failure. The part was installed on an in-house system and error 48238 occurred. There is no power on the unit but the fuse of this unit is good.